Manufacturer narrative:
Upon submission to boston scientific crm's post-market quality assurance laboratory, analysis of the device data showed that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the uninitialized data variables prevented new tachy episodes from being properly recorded and would result in the device resetting during tachy episode onset. This event will be updated if additional information is received. Upon return of the device to our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The previous clinical observation was confirmed. The device was then put through and passed a series of diagnostic tests that verified the performance of the defibrillation, pacing, sensing and high-voltage shocking functions of the device.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) experienced interrogation difficulties and emitted beeping tones every eight seconds while the patient was seen clinically. The tones and interrogation issue were resolved when a boston scientific crm technical services consultant (ts) asked the physician to toggle the patient triggered monitor (ptm) feature as he had previously done. Device interrogation and lead diagnostics were completed, ptm was turned off and the beeping ended. Ts requested a device data download for analysis. A boston scientific crm field representative reported the patient had undergone a radio frequency ablation. There was no report of adverse patient effects, restoration of therapy availability was verified, and the device remains in service. The device eventually was explanted for normal battery depletion, with no subsequent issues reported.